Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned for evaluation. The distal part of the tip approximately 2mm was missing. Microscopic observation found circumferential cracks and stretching of the inner polymer jacket at the torn end of the tip. These finding indicated that tensile stress had contributed to separation of the tip. The distal end of the inner braid tube was observed at the torn tip end; the tip was torn at the junction of polymer only and polymer and braid tube segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied stress would exceed the product design limit when the tip was being trapped and its movement was restricted by remaining calcified plaque in the artery. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat a heavily calcified 75-90% occlusion in the riva (lad). After rotablation was performed, the caravel microcatheter was delivered for wire exchange. A rotawire was replaced with an asahi sion blue guide wire without resistance. The caravel was found to be stuck in calcified plaque and broke off. The separated tip was stented in situ. The pci was successfully completed. There were no adverse patient effects associated with this event and final patient outcome was fine.